Event description:
It was reported that the patient received inappropriate shocks due to dislodgement. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the helix guide post was not welded, allowing the post to back out of the normal position since the post was not in its correct location, the helix extension and retraction mechanism did not function normally, but the electrical function was normal.